Event description:
Hcp reported the pt missed the their pump refill. Pt presented to the hospital with withdrawal symptoms including nausea, vomiting and a fever. The pump's low-reservoir alarm was sounding also. The hcp went to the hospital and refilled the pt's pump. The pt is reported as now doing fine.